Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 89617 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that during or after blood collection, the bd vacutainer® k2e 7.2mg plus blood collection tubes had a large dent in the side.